Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter, the sheath leaked immediately from the hemostatic valve at the proximal seal. The leak was characterized as a fast drip. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter, the sheath leaked immediately from the hemostatic valve at the proximal seal. The leak was characterized as a fast drip. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.